Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to connector j13 on main board being broken. No patient harmed, and no injury reported because this was found during service and repair.